Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-08458 . It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold. X-ray images were taken and right ventricular lead dislodgement was confirmed. It was also noted that the right atrial lead did not have enough slack. On (B)(6) 2020, the patient presented for a lead revision. The right ventricular lead was attempted to be relocated but the helix failed to extend and was explanted and replaced. The right atrial lead was given more slack. The patient was in stable condition.